Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 11nov2020 with the following information: a facility reported that fluid from a pressure line dripped on to the light source causing sparks and popping sounds. Circuit breaker blew and the box was taken out of service. There was no patient injury reported and no known delay in surgery. The event occurred prior to patient being brought into the operating room.

Event description:
N/a

Manufacturer narrative:
The returned 00mlx light source was in used condition with blackened components due to sparking. Sparking resulted from exposure to fluid. The reported complaint is confirmed. Note that liquids should not be used or stored on or above the unit. Reference the instructions for use (IFU). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.